Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. It was noted that the patient had open sores all over the body and midline incision. The physician did not believe it was device or procedure related and the cause of infection was unknown. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient was prescribed with antibiotics.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. It was noted that the patient had open sores all over the body and midline incision. The physician did not believe it was device or procedure related and the cause of infection was unknown. No device malfunction was suspected.